Event description:
It was reported that device detachment occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After percutaneous coronary intervention was performed, the opticross imaging catheter was advanced for ultrasound examination of the treated lesion. When the catheter was being withdrawn, the guidewire and proximal catheter sheath were separated inside the patient. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device was kinked in the sheath assembly and the imaging window was detached near the lapjoint section. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.

Event description:
It was reported that device detachment occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After percutaneous coronary intervention was performed, the opticross imaging catheter was advanced for ultrasound examination of the treated lesion. When the catheter was being withdrawn, the guidewire and proximal catheter sheath were separated inside the patient. No patient complications were reported and the patient status was stable.